Event description:
Xray opaque sponge was weak and ripped in half. No patient harm. Event occurred prior to use on a patient during case set-up. Manufacturer notified and is coming in to pick up the device. This facility has had similar problems with this product over the last 4 months, including the radiopague strip coming out of the sponge.